Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, an lv perforation occurred during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ulttra (s3u) valve. There were difficulties noted while advancing the commander delivery system with valve around the aortic arch, which was attributed to the patient's tortuous anatomy. The patient was converted to an open heart procedure but they decompensated rapidly prior to and after patching the puncture. They were unable to come off pump and expired.

Manufacturer narrative:
Updated b4, g4, and g6. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received of the patient's anatomy, which revealed tortuosity in the patient's aortic arch. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The difficult to tracking the system through the patient's anatomy and subsequent injury was confirmed empirically. Available information suggests patient factors (tortuosity) likely contributed to the event as it was reported, ''there were difficulties noted while advancing the commander delivery system with valve around the aortic arch, which was attributed to the patient's tortuous anatomy.'' Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.